Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2006; 694765 lead ,implanted: (B)(6) 2008. Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that the returned device indicated a damaged grommet and a set screw with a rounded socket.

Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator (crt-d), it was not possible to screw the left ventricular lead into the device header due to a setscrew problem. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.